Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): the customer reported as having issues with resistance testing with false resistance being reported. No patient impact was reported. Through remote assistance and based on the customer's workflow, the customer was provided instructions on how to confirm and monitor their process. It was reported that this may take some time to complete. From the information provided, the root cause could not be determined, and the problem code entered into service max was listed as unable to replicate issue. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. If additional information is received at a later date, the complaint may be reopened for further investigation. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 2 of 5 it was reported that while using the bd bactec¿ mgit¿ 960 system that there was false resistance to pyrazinamide antibiotic. No patient impact reported.